Event description:
Received info that the pt line separated from the cartridge head. Customer's blood glucose level was impacted. Reportedly, the customer was currently not using the t:slim pump and was doing fine.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.